Manufacturer narrative:
(B)(4).

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
In (B)(6) 2008, when the patient was (B)(6), the pre-operative curvature of her spine measured 47 degrees and was slightly progressing. On (B)(6) 2008, the patient underwent a posterior thoracic instrumented surgery from t3-t11. The patient was implanted with rhbmp-2/acs. Post-op, on (B)(6) 2009, CT scan revealed that at the t10 level on the right, the tip of the screw extended slightly anterior to the vertebral as well as adjacent to the medial aspect of the aorta. Further following the surgery, the patient developed new and constant pain in her mid and lower back that was not present prior to undergoing surgery. On (B)(6) 2012, the patient underwent lumbar MRI which revealed no significant lumbar foraminal or spinal canal stenosis. But the surgeon had the following impression: 15 anterolisthesis of l5 on s1, in central and lateral recess stenosis at l5-s1. The patient was recommended for another surgery. Pre-operative diagnosis was degenerative lumbar spinal stenosis at l5-s1; lumbar scoliosis; lumbar spinal stenosis; spondylothesis l5-s1. On (B)(6) 2011, the patient performed lumbar interbody surgery. The patient was implanted with rhbmp-2/acs. Following the surgery, the patient has developed new ongoing pain in both her mid and low back that was not present before the first surgery. The patient currently experiences constant extreme pain, which has caused her to suffer from depression and permanent psychological impairment.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.